Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as during set up for pd therapy, the green cap of an amia cassette fell off the patient line onto the floor and the patient placed it back on the line. The reporter stated the event was due to the "cap is too loose". Four days later, the patient presented to the emergency room and was diagnosed with peritonitis. It was not reported if the patient was admitted to the hospital for the event. According to the reporter, unspecified symptoms started three days earlier; however, the patient "didn't immediately recognize peritonitis". The patient was treated with unspecified intraperitoneal antibiotics for the event and the patient was recovered. Action with pd therapy was not reported. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Product labelling for the amia cassettes warns the user that if the cap on the patient line is loose or detached, the set should not be used for therapy because of breach in the sterile fluid path. Should additional relevant information become available, a supplemental report will be submitted.